Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent but the catheter broke at the clear outer sheath. The device was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully constrained wallflex biliary rx fully covered rmv stent and delivery system was returned for analysis. Visual examination of the returned device found the inner shaft exiting the guidewire access sheath (gas). Functional evaluation found that the stent could not be deployed using the delivery system as received, however, it was possible to manually deploy the stent. No issues were noted with the stent and no other issues were noted with the device. The noted damage to the device was likely due to anatomical or procedural factors encountered during stent deployment, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent but the catheter broke at the clear outer sheath. The device was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.